Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that patient states they are having a problem with the stimulator. Patient states they have been having to go to the bathroom about 10 times a day at least just about since it was implanted. Patient also states their pads cost them a fortune and this stimulator is supposed to be slowing them down but it is buzzing to the point that it hurts and they don't know when they are done peeing. Patient states hcp says he just does the implant and to call medtronic. Patient states trying to reach rep but has not been able to reach the rep. Patient states they are currently on program 3 @ 3.5 but it hurts and is buzzing. During the call, pss reviewed how to use equipment. Patient changed to program 4 and was feeling it at 0.8. Patient will maintain stimulation level and will continue to track symptoms. Confirmed stimulation in bicycle seat area and comfortable. Patient mentioned a different doctor does their botox and had botox done thursday for the bladder and also has had it in the neck today. Patient told the doctor was peeing more now. Caller states the doctor said it could be a side affect of the botox and to give it a few days.